Event description:
It was reported that the patient was charging more than expected. The patient reportedly wanted to have the rechargeable implantable neurostimulator (ins) explanted because they had to recharge it for six hours daily. Three days later, it was reported that the device was explanted on (B)(6) 2011. It was noted that the patient had very high settings for dystonia. It was also noted that the ¿overheating¿ warning was displayed on two separate occasions. It was noted that there was no harm to the patient. Two non-rechargeable devices were reportedly implanted in place of the rechargeable ins. The reporter stated that the patient had good therapeutic effect, but the patient and family disliked the length of charging time. The reporter stated that the device could not be turned off during charging because the patient had ¿horrible and unsafe rebound¿ when the device was turned off. The reporter felt that there was nothing wrong with the device, just that it did not work well under these challenging settings. It was later reported that the event had been ongoing since implant. The reporter stated that it was not normal battery depletion. It was noted that the patient had recovered without sequela. Additional information received reported that the recharging frequency had been difficult for the patient¿s family and it had been difficult to get the ins charge to a ¿full setting.¿ the reporter stated that there were several episodes where the ins turned off spontaneously, which led to acute difficulties with the patient¿s dystonia.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# v603771, implanted: (B)(6) 2011, product type lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37651, serial# (B)(4), product type recharger; product ID 3387s-40, lot# v603771, implanted: (B)(6) 2011, product type lead. (B)(4). Analysis of the implantable neurostimulator found that per the trace report, poor coupling was observed on the six most recent recharge sessions. Only one recharge session attained the 8 coupling bars. The other recharge sessions showed 6 coupling bars or less, resulting in poor communication between the insr and the device. A non-standard test was performed to test the coupling capacity of the returned ins. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good activa rc ins, indicating that this ins is working correctly with a recharger.